Manufacturer narrative:
Complaint was confirmed for straight shots due to a broken tip. Tip appeared to have been exposed to some type of excess stress causing it to break.

Event description:
Device was forming straight shots. Deployed into pt. Straight shots removed from pt. Pt reportedly doing fine.